Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 446 mg/dl at the time of incident and 250 mg/dl at the time of call. Customer also reported that the insulin pump was under delivering. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea, difficulty in breathing and chest heaviness. Customer was treated with manual shot. Customer was not using auto mode. Customer declined to test of the insulin pump. Technician was advised the customer to contact her health care professional but she declined and opted to proceed with troubleshooting. The insulin pump will not be returned for analysis.